Event description:
Ous MDR - after an implantation time of about 16 months, inappropriate shock deliveries were reported and the system was explanted. No deterioration of the patient's state of health was reported. The date of implant was not available. Linox sd 65/18, (B)(4), MDR 1028232-2010-01582.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation, which confirmed the battery status eos. The device had been implanted for a period of 16 months, during which a considerable number of 517 charge processes were recorded. The visual inspection of the ICD found traces of molten titanium on the ICD housing. The memory content of the ICD was studied and contained the expected data. The analysis of the iegms showed that external interference led to charge processes, most of which were aborted. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was fed in and the devices detected the fibrillation signal as expected. A charge process followed the detection, which was aborted, a fact that was, however, due to the already strongly discharged battery. The charge drawn from the battery was tested. The discharge of the battery met expectations after an operating time of 16 months and 517 charge processes. The analysis of the ICD did not indicate a material defect or manufacturing error.